Manufacturer narrative:
The device was received for evaluation. A functional leak test was performed by filling the bladder with green color water. After fill, the flow rate was set at 12ml and a leak was observed at the flow adjustment knob (dialer of the multirate control module). Leak was not observed at 5ml and 7ml. The reported condition was verified. The cause of leak may potentially be related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor leaked at the drip adjustment system (control module). The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.